Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was observed inside a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed during preparation at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: january 30, 2021 - february 2, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed light blue colored foreign material inside the container filled with a white solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.